Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product involved with this complaint to perform failure analysis. At the time of this report, the customer has not issue the return of the instrument.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the tissue was adhering to the jaws of the vessel sealer extend (vse) instrument more than usual, making it difficult to cut. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed that a low voltage differential signaling (lvds) communication error occurred on the e-100 generator. The tse advised the customer to power cycle the e-100 generator and clean the jaws of the vse instrument. The tse also suggested that the customer replace the vse instrument if the same issue persisted. The procedure was completing as planned, and no known impact or patient consequence was reported.